Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the common computer controller (ccc) board on the tower to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The robot ccc was analyzed and installed into in-house golden system, programmed and started up with no issue/errors. Periodically perform power cycle up to 10 times and system started up with no issue. Check for optic light levels (localhost:3030) and all values were in expected range. Left the unit idling in normal mode for 5 hours and system did not flag any error. Based on the intermittent errors in the logs it was determined that the firefly fiber optic cable on the robot ccc was the source of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of the issue was determined to be an intermittent firefly optic cable issue on the robot ccc.

Manufacturer narrative:
The tower ccc was returned for failure analysis following a reported error code 170. Investigation revealed that these errors were not caused by the tower ccc itself. Analysis of lighthouse logs showed that the errors continued even after the tower ccc was replaced, indicating that another unit was responsible for the issue. Although the reported failure was confirmed, testing demonstrated that the error could be reproduced without the involvement of the tower ccc. Review of lighthouse logs confirmed that error 170 occurred in the field. Visual inspection found no issues related to the reported event. The tower ccc was installed onto a golden system, where the component functioned as expected. The fiber optic light levels on the ccc were inspected using localhost:8050; all values were within expectations. Ten power cycles were performed, and the ccc was left in the golden system to idle for seven hours, with no issues identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported events.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that a customer called to report a non-recoverable 170 fault on the system. The technical support engineer was unable to review logs but instructed the customer to perform a hard cycle on the vision side cart (vsc). After hard cycling the vsc, the system came up normally and homed. Later, a reoccurrence of errors was reported, with system logs confirming errors 170 and 31089. The error 31089 was traced to a link between the tower common compute controller (ccc) and madd (msc router port 16). The customer opted to convert to their other da vinci system. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.